Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to a carotid artery stenting, when the starclose se device package was opened, the exchange sheath was broken. No attempt was made to insert any part of the device in the patient anatomy. The device was not used. There was no reported significant clinical delay in the procedure. Another starclose se system was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported event indicated that the device was not used in the patient anatomy; however, the return device analysis indicates that blood was found in and on the device which indicates the device was in the patient anatomy. The hub of the exchange sheath was fully engaged with the device. The physician was contacted and indicates that the device was not inserted into the patient anatomy. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar detachment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.